Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-92449.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for a failed battery test. The issue was resolved and then the insulin pump alarmed again. The customer reported that despite clearing the alarm, the insulin pump alarmed with 2 more batteries that were inserted. The blood glucose reading was 174 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The call was disconnected and a message left for the customer to call back to complete troubleshooting.